Manufacturer narrative:
Livanova (B)(4) received water test results which confirmed the reported issue. The customer has stated that the cleaning and disinfection procedure has been performed according to the instructions for use (IFU) and that the heater-cooler device was placed inside the operating room during use. The customer reported that there are no known patient infections related to this issue. The heater-cooler 3t was received at livanova (B)(4) on march 14, 2017 to undergo the deep disinfection process. The procedure was completed on april 20, 2017. Corrective actions are in progress for this issue.

Manufacturer narrative:
There is no known patient involvement. PMA 510(k): the heater-cooler device 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin group (B)(4) learned that the device is still in use and is not placed outside the operating room during procedures. The customer stated that they plan to purchase two new devices and return the contaminated device to sorin group (B)(4) for deep disinfection upon receipt of the new units. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacterium chimaera during in-service. The customer reported that disinfection was routinely carried out according to the instructions for use (IFU). There is no known patient involvement.